Event description:
The customer stated, that she tested her blood glucose using her contour and elite meters. The contour read 255 mg/dl, while the elite read 91 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.